Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The service engineer reported that during periodic maintenance the touch position of the screen did not align with the responded position. No patient involvement. The touch screen was calibrated but the phenomenon was not improved. The touchscreen was replaced and the issue was resolved. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The part has not been received so the root cause at component level cannot be confirmed, if the part is received, the complaint will be reopened and a root cause analysis will be performed. Based on the review of (user interface issue, touchscreen) found during periodic maintenance is prior to therapeutic application and presents no direct patient harm. Risk level associated with this complaint is 0.

Manufacturer narrative:
H10: the touchscreen was received for failure investigation. The ul_lr and ur_ll resistance were out of spec.